Manufacturer narrative:
Product evaluation: -- the nim 3.0 response mainframe came in to service and repair with a scratched touchscreen. The scratched touchscreen did not affect the functionality of the device. The device was disassembled, cleaned, touchscreen replaced, reassembled and successfully tested to manufacturing specifications. -- the nim 3.0 response patient interface came in to service and repair with a cut cable, 2 worn wave washers and a torn o-ring. The product was disassembled, cleaned, cable, wave washers and o-ring were replaced; device reassembled and successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant devices: - nim patient interface: part number, s/n and lot number unknown reuse - nim emg tube: part number and lot number unknown initial use, discarded - nim stimulus probe: part number and lot number unknown initial use, discarded product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total thyroidectomy, the left rln was accidentally severed; it was reattached with sutures in surgery. Et tube placement was verified prior to surgery. The facility confirmed that the nim monitoring was working properly when this occurred; although the equipment is used to cut down on this type of injury, this is a known risk of thyroid surgery. It was confirmed that in recovery, the patient showed no deficits; there were no vocal cord issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.